Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted if additional information becomes available.

Event description:
It was stated that during patient treatment a "sig" alarm occurred when the pump was running. Rfd was broken. There were no alarm after the rfd has been replaced. No harm to patient has been reported. (B)(4).

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The fault was confirmed. The device was returned to the manufacturer and it was identified that the flow sensor had already been opened. As a result the disinfecting agents were able to penetrate and destroy the sound transducer (ceramic). The automatic flow sensor was replaced and the unit is now fully functional and back in clinical use.

Event description:
Internal reference: (B)(4).